Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized due to fluid retention and a cardiac catheter was placed. Central venous pressure (cvp) was 1 mmhg, pulmonary artery (pa) systolic pressure was 22 mmhg, pa diastolic pressure was 8 mmhg, wedge pressure was 5 mmhg,and cardiac output was 3.6 l/min. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.